Manufacturer narrative:
The rotaflow emergency drive was investigated from the getinge service technician with the summary report# (B)(4) on the (B)(6) 2019: during inspection it was found that the handle (to turn the emergency drive was broken. Therefore the crank handle was replaced and tested as per service manual. All tests passed. Most probable root cause: in proper and rough handling. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4). During inspection a broken rfe crank handle was found.